Manufacturer narrative:
Medwatch sent to FDA on 8/12/2016.

Event description:
Further follow up revealed that the symptoms resolved approximately 7 weeks after symptom presentation.

Manufacturer narrative:
Medwatch sent to FDA on 08/20/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, redness, itching, tenderness and burning are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Adverse events: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by less than or equal to 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." Device- and injection related adverse events occurring in less than or equal to 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: "juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency greater than or equal to 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Patient reported that immediately after injection by the cheekbone, by the nostrils, and below the eyes with 2 syringes of "juvederm xc" the patient had some swelling, pain, and tenderness. 5 days after the injection the patient reported more swelling, pain, tenderness, and itching by the cheekbone. Symptoms appeared to resolve that day, but 5 days later the symptoms recurred. Patient is also experiencing a burning sensation. Further follow-up with the injecting healthcare professional clarified that the patient was injected with 2 syringes of juvederm voluma xc in the cheeks, and experienced swelling, redness, and suspected biofilm in the cheeks, nasolabial folds, and around the mouth. Patient was treated with antibiotics and hyaluronidase. Symptoms are ongoing.